Event description:
The customer reported that the insulin pump was not delivering the insulin properly. The customer stated that the insulin pump at times delivers a bolus, and then afterwards she notices that the insulin pump automatically tries to deliver the same bolus again. The customer stated that the insulin pump was not recording all her boluses. The customer stated that two weeks ago she took a bolus, and when she reviewed the bolus history, it was not recorded. The customer also stated that the backlight was turning on its own and the screen was flickering. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.